Manufacturer narrative:
Qn#(B)(4). The customer returned one catheter with tubing and an unopened representative sample. Visual examination of the sample revealed the catheter body was torn. It contained numerous creases with small holes forming from the weakened material. The fractured material of the catheter was twisted and thinned. The returned catheter had a grey catheter body, grey rectangular hub, and "4.0" written on the hub. The teleflex arterial catheter provided in this kit is white with a circular hub and "20" written on the hub. This indicates that the complaint sample is not a teleflex device. The representative sample was opened and visually inspected. The catheterization contained no defects or anomalies. The length of the remaining catheter body on the returned sample measured to be 11 mm. The representative catheter was able to flush and aspirate with no leaks or blockages detected. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." The customer report of a separated arterial catheter was confirmed by complaint investigation. However, the damaged sample was not a teleflex device. The representative teleflex sample passed all relevant visual functional testing. A device history record review was performed with no relevant findings. Based on this finding, the probable cause of this complaint could not be determined without an actual teleflex sample to evaluate. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the arterial line catheter split in half during removal with a small piece still visible in the patient. The nurse was able to remove the second piece without difficulty. No part of the a-line ws retained. The a-line was placed on (B)(6) 2019 and removed on (B)(6) 2019. The patient condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the arterial line catheter split in half during removal with a small piece still visible in the patient. The nurse was able to remove the second piece without difficulty. No part of the a-line ws retained. The a-line was placed on (B)(6) 2019 and removed on (B)(6) 2019. The patient condition is reported as fine.